Event description:
It was reported a patient's right ventricular lead presented with low defibrillation impedance. The merlin programmer session was ended and a new session on the same programmer showed normal lead parameters. No other changes were reported. There were no patient consequences.